Event description:
I have a phillips dream station auto continuous positive airway pressure dom that was part of the recall. They sent me a refurbished machine of the same model (s/n (B)(6)). Since getting the replacement I have not being sleeping well with it. Last saturday I woke up in the middle of the night because I could not get enough air. When I check my machine, it was back at the ramp pressure of 4 which is way lower that it should be. I got curios and started to compare my second machine (a dream station 2) against the refurbished and noticed that the average pressure on the refurbished is consistently lower than the one in the new ds2 machine. I wake up a lot when I used the refurbished device and although I cannot definitely state that the machine is fluctuating pressure over the night, I believe that is the case because I am frequently grasping for air. There is something wrong with the refurbished device, because the prescription is the same but they effectiveness is different or lower on it. Reference report: mw5151099.